Event description:
The customer reported an out of box power supply failure. No sample was received for investigation. Therefore, no root cause was identified and no repair could be made.

Event description:
The customer reported a power supply failure. The pump is available for evaluation. The pump has not yet been received, a follow up report will be sent at the conclusion of the investigation.